Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed the tubes were getting stuck in the racks of the track system causing issues in the laboratory on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: molded part has defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed the tubes were getting stuck in the racks of the track system causing issues in the laboratory on unspecified number of tubes. There was no health impact or consequence reported.